Manufacturer narrative:
Batch review performed on 12 june 2017. Lot 142493: (B)(4) items manufactured and released on 08 september 2014. Expiration date: 2019-07-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient had anterior/posterior instability. No cause was noted but this patient was unique as she had her entire patella removed prior to the primary surgery. The surgeon decided to revise and a new poly liner was required (size 3 left 14mm). Revision surgery was performed successfully and stability was restored.